Event description:
It was reported that that during surgery, a matrix screw failed and had to be replaced. This is report 1 of 1 for file (B)(4). This complaint is for the unknown matrix screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: other product codes: mnh, kwq, kwp. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of device history records was performed and no complaint related issues were found.

Event description:
Surgeon inserted the screw with the use of a battery powered hand drill. After the screw was inserted, the surgeon attempted to secure a rod with a locking cap but the rod was unable to fully seat in the tulip head of the screw and the screw was unable to accept the locking cap. The surgeon attempted to remobilize the screw head, only to discover the tulip head locked in an angled position. It was at this time that the surgeon noticed the saddle at the bottom of the tulip head was misaligned and prevented rod from fully seating. The screw was removed from the patient and substituted with another. The case was completed without incident. No adverse effect on the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Complaint is indeterminate from a manufacturing perspective.

Event description:
This is report 1 of 1 for complaint (B)(4).